Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. (B)(4): it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment.

Event description:
Per additional information received,as per pfs, ¿erosion, pain and dyspareunia¿.underwent removal of mesh. Yes. Following mesh revision surgery, she developed complications that required additional mesh revision surgery. Underwent removal of mesh. Following this she developed pain and bowel problems during (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report for a "pelvitex". Add'l info from importer report # (B)(4): pelvilex polypropylene mesh, catalog # 486015. (B)(6).